Event description:
We are currently reviewing this product for possible purchase at our facility. The product was introduced at the product committee and given to risk management as well as other departments that would use the device for evaluation and trial. The risk managment department identified that it is easy to remove the oral sryinge adaptor on this device with a hemostat. The sryinge itself is a luer lock bd 30cc syringe that mps acacia has modified with an oral adapter. The adapter is glued into the leur lock by acacia, repackaged and distributed. The device is adapted and intended to contain and deliver oral medications. However, risk management was easily able to remove the adapter with no glue left in the luer lock by using a hemostat to unscrew the adapter piece. In our experience, staff have unscrewed devices that are glued in because they are able to do so. In this situation, if an oral medication was in this syringe and staff were able to remove the adaptor, it would be possible for an oral medication to be given intraveneously since the luer lock would not be disabled. Once the adapter is removed, there are no markings or other visual cues to distinguish this device between an oral versus an IV syringe-- without the adapter, this device is identical to the IV syringes commonly used in hospitals. We would like to bring this possible misconnection to the attention of the manufacturer for possible device redesign. Staff suggest that a stronger epoxy be used such that if anyone did attempt to remove the adaptor, it would disable the luer lock.manufacturer response (as per reporter) for 30cc syringe w/oral syringe adapter, intopo enteral feeding syringea copy of this report has been faxed to the manufacturer.